Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). At the time of completing this report, the serial number was not available. Consequently, section d4 remains incomplete. Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: during setup, while the hamilton-h900 was used, it was reported that there was a leak from the swivel connector in the circuit. Involved accessorie: breathing circuit with the serial number (B)(6). No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). At the time of completing this report, the serial number was not available. Consequently, section d4 remains incomplete. Investigation is ongoing. A detailed investigation was performed by an expert from the technical service: the defective breathing set was sent back to hamilton medical under rga 99594. The investigation showed that the root cause of the incident was a defective dual limb breathing set (part n° 260185). There was a leakage of the swivel-y piece. The dual limb breathing set was replaced. There was no patient or user harm

Event description:
Hamilton medical ag received the following event description: during setup, while the hamilton-h900 was used, it was reported that there was a leak from the swivel connector in the circuit. Involved accessorie: breathing circuit with the serial number (B)(6). No patient involvement.